Event description:
It was reported that the patient with this artificial urinary sphincter (aus) went to the hospital because the product did not work properly. Two weeks later, as a result of the inspection, it was confirmed that there was a crack in the pump connecting tube. All components were explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).